Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly during bolus delivery. Customer's blood glucose (bg) was 400 mg/dl with a trace of ketones. Manual insulin injection was administered to address bg and water was consumed to address ketones. As contact was not with the customer or pump at the time of the report, tandem technical support could not determine a possible cause of event.